Event description:
New information received notes that no adverse patient consequences were reported. No malfunction was alleged on the device.

Event description:
It was reported that a patient presented in-clinic with over-sensing of noise and high pacing impedance noted on the patient's right ventricular lead. The physician suspected lead fracture. Surgical intervention was planned. The patient was stable throughout.

Manufacturer narrative:
Correction made to d4 as the serial number previously was incorrect.

Event description:
Additional information received indicated the right ventricular (rv) lead noise persisted. The rv lead was capped on (B)(6) 2024. Further information was requested but not received.